Manufacturer narrative:
(B)(4). Investigation summary: the device received was returned with the tissue pad, with no apparent damage, and properly attached to the clamp arm. The device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected. No anomalies were noted with the functionality of the device. Also during functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. Also, the closure indicator was found to be broken and not making contact with the moving trigger. It could not be determined what may have caused the reported incident of: ¿the tissue pad peeled off after about 2 hours of usage. Output level was 4. The surgeon thought there was a difficulty in cutting.¿ the amount of energy delivered to the tissue and resultant tissue effects are a function of many factors including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a total laparoscopic gastrectomy procedure, the tissue pad peeled off after about 2 hours of usage. Output level was 4. The surgeon thought there was a difficulty in cutting. No peeled pieces fell into the patient. The blade tip was not broken off. Another device was used to complete the case. There were no adverse consequences to the patient.